Manufacturer narrative:
Eval, results: the device was tested and passed all functional (continuity and resistivity) test. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2011. It was reported that the doctor attempted to implant a trial lead but it exhibited high impedances. Several attempts were made to reposition the lead to no avail. The doctor decided to implant a new lead, the issue was resolved and impedances were all within normal range.